Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported infection, pneumonia, bacterial infection and sepsis as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that on (B)(6) 2018, the patient underwent port implantation with an unknown powerport, via the right subclavian vein for continued intravenous treatment related to his multiple sclerosis. Approximately one month and five days later, on (B)(6) 2018, the patient was diagnosed with a bloodstream infection. Subsequently, twenty seven days later, on (B)(6) 2018, the patient was diagnosed with streptococcus mitis or oralis, klebsiella pneumoniae and sepsis. Subsequently, the port was removed. However, the current status of the patient was unknown.